Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic roux-en-y gastric bypass, during the sewing of the gastrojejunum, the needle broke in half and fell into the patient cavity. It was noted that only a small portion of the broken needle was found and retrieved and there is still a portion of the needle broken that remained on the patient. An x-ray was performed and the surgical time was extended for more than 30 minutes. The same handle was used with the new reload to resolve the issue and complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic roux-en-y gastric bypass, during the sewing of the gastrojejunum, the needle broke in half and fell into the patient cavity. It was noted that only small  portion of the broken part was removed. An x-ray was performed and the surgical time was extended for more than 30 minutes. The same handle was used with the new reload to resolve the issue and complete the case.